Event description:
It was reported that during a remote follow up, post-sensed t-wave oversensing (pstwos) was noted on the device. Abbott technical support was contacted, session records were reviewed, and the pstwos was suspected to be associated with premature ventricular contraction (pvc). The device was reprogrammed to resolve the event. The patient was in stable condition.